Event description:
An endobutton reamer was introduced from the outside in. It became incarcerated in the bone and the end of the reamer broke into 3 pieces. A 2nd reamer was then obtained and advanced into the knee. The length of the femoral socket was approximated to be 38-40 mm. A 9 mm flexible reamer was then passed over the nitinol flexible guidewire from the anteromedial portal. In doing so, it was passed all the way through the bone and it became possible to identify and retrieve the 3 pieces of the broken reamer, one from the lateral approach and 2 intra-articularly. X-rays were then obtained to confirm that all of the hardware had been removed. Manufacturer response for cannulated drill bit, (brand not provided) (per site reporter): one 4.5mm cannulated endoscopic drill was returned for evaluation. Visual assessment of the drill confirmed the reported breakage: the entire drill head has broken from the shaft and has split into three pieces. The break area is slightly splayed. Due to the condition of the returned device a dimensional evaluation was limited to the drill's shaft and cannulation, which met print specifications. The break site is damaged in a manner consistent with engagement of the guide wire during the drilling process. The drill appears to have been subjected to excessive forces during the drilling process. Per the device IFU, "as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure." Further investigation is not warranted at this time.